Event description:
The customer reported that his insulin pump alarmed. Advised that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind and displacement test. However, the device was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the error alarm.